Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer's blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.